Event description:
It was reported that patient underwent total hip arthroplasty procedure on (B)(6) 2013. During the procedure, the surgeon reamed a 51mm and requested a 52mm solid cup. Upon screwing the cup on the inserter, it cross-threaded and during impaction the threads fractured off. The cup was removed and a new cup along with another handle was used to complete the procedure.

Manufacturer narrative:
Evaluation of returned device found evidence that instrument fractured due to improper and excessive force. There are warnings in the package insert that state that this type of event can occur: under precautions it states, "the use of instruments or implant components from other systems can result in inaccurate fit, sizing, excessive wear and device failure. Intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture."

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.